Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had fever and a yellow discharge from the ipg site. It was believed to be device related and was unknown if anything happened during the procedure that contributed to the patient's symptoms. The patient was prescribed antibiotics. The patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had fever and a yellow discharge from the ipg site. It was believed to be device related and was unknown if anything happened during the procedure that contributed to the patient's symptoms. The patient was prescribed antibiotics. The patient was doing well.